Event description:
It was reported that during an unknown procedure, the blade is suddenly activated even if the doctor pushes the activation button or foot pedal. This strange phenomenon happens four-five times out of ten tries. The scrub nurse said the doctor completed his surgery with the extra handpiece and the strange phenomenon described below didn't happen when he used another handpiece. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was returned with a loose mount and was tested on a generator and found to be functional. The hand piece was dis-assembled, a torn acoustic isolator and evidence of moisture ingress were found. Due to this condition, it may lead for activation issues to occur.